Event description:
The user facility reported prior to a patient procedure that the bar codes on their s40 sterilant were "blurry" and "smeared" and were unable to be read by the bar code scanner. Report of procedure postponements as instruments were not able to be processed for use in procedures. No report of injury.

Manufacturer narrative:
The s40 sterilant subject of the reported event is being returned to steris for evaluation. Investigation in progress. A follow-up report will be submitted when additional information becomes available.